Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2024-06974. It was reported that the patient experienced ineffective therapy due to migration of both sacral leads. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's migrated leads were replaced, but not fully explanted (partial explant reported in manufacturer report: 1627487-2024-08324; 1627487-2024-08326). Additionally, 2 new leads were added to the patient's system to further address the patient's ineffective stimulation. Therapy was restored post operatively.